Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/06/2014 with the following findings: battery compartment is cracked with evidence of moisture inside. Performed leakage test on pump' pump failed due to cracked battery compartment. The crack runs from the battery cap towards the case seal. When the pump is booted the display is a dim red color. Battery cap that arrived with pump was damaged; test cap used.